Event description:
Event description cpi received information that this implantable cardioverter defibrillator (ICD) experienced oversensing and noise, resulting in inhibition of pacing and inappropriate episodes. Review of the electrograms revealed noise on all channels. The patient admits using a cellular phone on the same side as the device.